Event description:
It was reported that the device was used during a prostate procedure, the buttons on the device weren't activating the device. The hand activation was lit and the footswitch was able to activate the device. A second device was tried and the same issue occurred. The handpiece was swapped with a second handpiece and, using the same instrument, the case was completed with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.